Event description:
Patient under treatment for suspicion of lupus or other autoimmune disorders based on lab results. Symptoms pending, ongoing management.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with two syringes of juvéderm¿ voluma¿ with lidocaine. Patient returned to clinic with acute inflammatory nodules in the chin 4 days post injection. No vascular concerns and physician began medically managing the situation. Patient received antibiotics and nsaid¿s. Hyaluronidase was injected. Gabapentin also provided as treatment. Patient responded well to medical treatment, and as informed to return to the clinic within 24 hours, or to contact physician immediately if symptoms get worse. Etiology noted as "undiagnosed underlying auto immune process" or "possible sle." Patient was subsequently seen by rheumatologist and managed with prednisone and further investigation. Symptoms fully resolved.